Event description:
It was reported by service report that the bed exit was not working and was displaying a 303 error code. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ibed sensing switch cable.